Event description:
Additional information received from the healthcare provider (hcp) indicated the pump reports were checked back to (B)(6) 2013 and the reports showed 500mcg/ml; it was unknown when the programming error occurred. The error was resolved as the pump was programmed to the correct/current concentration on (B)(6) 2015.

Manufacturer narrative:
This was determined to be a programming error, and the device was changed from the pump to an unknown programmer.

Manufacturer narrative:
Concomitant medical devices: product ID neu_unknown_prog, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a manufacturing representative regarding a patient receiving lioresal (the current c concentration was 500mcg/ml dose 449.85mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. On an unknown date, a programming error was reported; the manufacturing representative was notified in june 2015 that the wrong drug concentration was entered. The pump was programmed to 500mcg/ml at 449.85mcg/day but at the refills, the health care professional had been filling with 2000mcg/ml. It was reviewed that the patient would be getting 1799.4mcg/day with 2000mcg/ml. The health care professional wanted to straighten out the programming and it was reviewed that there was no need to program a bridge bolus. No medical symptoms were reported. Additional information regarding when the programming error occurred and whether it had been resolved has been requested, but was not available as of the date of this report. If additional information is received, a followup report will be sent.